Manufacturer narrative:
Manufacturers ref# (B)(4). G4) PMA/510(k): k233680. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Decription of event according to initial reporter: the physician reported problems with the placement of the vena cava filter, stating that "when the filter was placed in the liner, it passed without problem up to the level of the valve, but then it could not be pushed by bending the spring (flexible end of the system) and could not continue to push the filter, after several attempts the filter was released and moved very close to the kidneys and the legs of the filter did not open properly".the filter was a few millimeters from the kidney and could have caused serious damage. The filter was placed and the patient is being monitored.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: after difficulties in advancing the celect-pt filter through the sheath from femoral approach, the filter was finally released, but moved close to the kidneys and the filter legs did not open properly. The filter was placed and the patient is being monitored. The introducer system was not returned for investigation and without the actual complaint device the exact reason for the difficulties in advancing the filter through the sheath cannot be determined. During manufacturing the femoral introducer is advanced through the sheath to verify compatibility and consequently the reported advancement difficulties may have been caused during the procedure. However, this is pure speculation based on the information provided, but the reported manipulation and ¿several attempts¿ to advance the filter may have affected the filter position. A single fluoroscopic image of the deployed celect platinum ivc filter was submitted for review. This demonstrates the ivc filter with no significant filter tilt. The maximum distance between the primary filter feet measures just under 15mm. Two of the filter legs appear to project over one another, but only one view was submitted, so it is possible the legs do not actually cross one another. Without an additional view, it is suspected one of the legs engaged with the wall of the ivc slightly off center, resulting in this slightly asymmetric appearance, but would not be considered a malfunction. There are adequate controls in place to ensure the device was manufactured to specifications. It is assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming products exist in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.